Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) investigation is still underway. A follow-up MDR will be submitted once the investigation has been completed/ additional information has been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure there was a message from the or staff. The caller reported that universal surgical manipulator (usm) 3 kept giving an error. The system was restarted but error persists. The technical support engineer (tse) was able to review multiple 1121 errors on usm 3 via the system logs. The tse recommended having the customer perform a hard power cycle on the patient cart and to call technical support for real time troubleshooting. The isi rep. Will relay the tse recommendations to the customer and the rep is in route to the site. The clinical sales representative (csr) called back later to troubleshoot further. They were not able to recreate error. Reviewed error logs from before and noted 31201 error returned for multiple power cycles earlier in the day. Error was reported by acs board in usm 3. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.